Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device lasted 51% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. Without knowing the programming history of this device, there is no way to determine why it did not meet its expected longevity calculation. Analysis noted rapid battery depletion in the weekly battery voltage trend, so further testing was performed on the hybrid and battery. The analysis of the hybrid documented nominal current drain in both power-on-reset pacing parameters with no pacing loads and ventricle chamber pacing with a 511 ohm output load. No other anomalous behavior was identified with device pacing and telemetry functioning nominally along with nominal levels measured for the device reference voltages. The analysis was terminated due to the inability in establishing an abnormal current drain. The analysis the battery indicated there was an opening in the anode separator enclosure and lithium deposition at the separator opening and near the cathode tab. Concomitant product: 694965 implantable tachy lead, (B)(6) 2007. (B)(4).